Event description:
It was reported the patient had increased seizures on stressful days, tension from work and a new location, and anxiety. It was also reported etiology was programming/stimulation; vibration when stimulation was on and stopped. On (B)(6) 2010, therapy was suspended. Stimulation was turned off at night via ¿atc.¿ on (B)(6) 2010, the patient was reprogrammed two minutes on and one hour off; it was also reported therapy was suspended. On (B)(6) 2010, the patient was reprogrammed; returned to cycling parameters of two minutes on and one hour off. It was also reported therapy was suspended on june 3. On an unknown date an intervention was performed of temporary direct current of stimulation via ¿atc.¿ on (B)(6) 2010, therapy was suspended. On (B)(6) 2010, the patient was reprogrammed from 2 volts, pulse width of 120, 2 minutes on and one hour off to 3 volts, pulse width of 150, 2 minutes on and 0.5 hours off; it was also reported therapy was suspended. It was noted there were no hospitalizations related to this event. The event was ongoing.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v020086, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v020086, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7436, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).

Event description:
Additional information received reported interventions included an increase in celexa to 20 mg three times daily on (B)(6) 2010. The patient started yoga on (B)(6) 2010. Reprogramming was done on (B)(6) 2010, voltage was decreased from 3.0 to 2.0, rate 145 to 185 cycling 2 minutes on to one minute one, .5 hours off to 2.0 hours off. Therapy was suspended on (B)(6) 2010. The patient had turned stimulation on/off on (B)(6) 2010. Citalopram was decreased from 40mg pm to 20mg pm on (B)(6) 2011; and chiropractic treatment weekly was noted on (B)(6) 2012. The patient was turning stimulation on/off to help alleviate feelings of anxiety and tension on (B)(6) 2010.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study removed there were no hospitalizations related to this event from the event.

Manufacturer narrative:
Outcomes attributed to adverse events: other was unchecked as it no longer applied; updated to malfunction to reflect the removal of seizures.

Event description:
Additional information received reported signs and symptoms were updated from tension, anxiety, increased seizures on stressful days, and tension from work and new location to the patient would turn stimulation on and off and then feel vibrations in the chest. There were no hospitalizations related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional updated the outcome of the event to resolved without sequela as of (B)(6) 2017. No further complications are anticipated.